Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted: (B)(6) 2017. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing/noise. The patient felt dizzy. The lead was reprogrammed and remains in use. Further no patient complications have been reported as a result of this event.